Manufacturer narrative:
On (B)(4), 2001, all three (B)(6) machines were inspected by a (B)(6). He verified the machines in accordance with the (B)(4) svc manual and found them to be working within manufacturer's specifications. He also performed a simulated treatment and verified that the machines were functioning properly. No machine malfunction or other anomalous machine behavior was found. All the disposables used during the reported events were gambro products except for the bloodlines.

Event description:
The customer reported three hemolysis events which occurred between (B)(6), 2011 while using three different (B)(6) hosp (see also MDR 9616240-2011-00003 and MDR 9616240-2011-00005). The patients were transferred to the intensive care unit. No further medical or clinical data has been provided. Gambro has formally requested add'l info about the specific products involved and the med and clinical info specific to each event. All the disposables used by this facility were original gambro products except for the bloodlines which were mfg and supplied by an independent third party.